Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to confirm the motor position encoder error alarm due to an erased history file. They were unable to verify the compromised force sensor system alarm due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. There were some compromised force sensor system alarms in the alarm history. The problem occurred on the new pump within 30 days.